Event description:
While a nurse was in the room the pump reportedly changed the infusion rate to 999 ml/hr by itself. The pump was immediately stoped and taken off of the pt. It is not known which channel was involved or what the infusion rate was prior to this. No pt injury was reported. Prior to the reported occurrence the IV therapy was planned to be stopped very soon. Therefore when the pump was removed from the pt the IV therapy was discontinued at that time.